Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1994. The device was returned to baxter and a review of the device history record, service history and the event history log was performed. A review of the logs revealed no device failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported event. A review of device history record and service history record revealed no failures/problems that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. There was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was also reported that twenty two days prior to death, the pt was hospitalized for an unspecified, clostridium difficile infection. The pt was treated for the c. Diff infection with an unknown antibiotic. The c. Difficile infection and hospitalization was ongoing until the time of death. The cause of the patient 's death was reported to be unknown. Additional information was requested but is not available.